Event description:
The customer reported a propofol over infusion. The rn stated she hung a new bottle of propofol as a primary on channel a around 12:30am to infuse at 30mcg/kg/min for a pt weight of 100kg and a vtbi of 80ml. After about one hour the pump alarmed for air in line and she found the bottle empty although the volume to be infused showed approximately 73ml. There was no evidence of leaking. It was reported that "the pt needed to be resuscitated from a bp standpoint with IV fluid boluses, his pressure dropped to 50/30." A 500ml bolus of normal saline was given and the systolic bp came up to 90 then 100, then 110. The pt had no lasting ill effects. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Devices not received, lot review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.